Event description:
It was reported that the stapler crashed during the procedure. The item was sr75, it was necessary to replace the procedure to continue. There was no damage or loss reported by the patient or user.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4: batch #474d28. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged. The reload was received with the knife not completely within doghouse and it had the proximal 5 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. In addition, an opened package was received along with the device. The reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 474d28, and no non-conformances were identified. Attempts were made to obtain the following information. To date, a response has not been received. Should additional information be obtained, a supplemental report will be submitted. 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partial fire)? 3. Did the device staple? 4. If the device stapled, was the staple line complete? 5. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 6. Did the device cut? 7. If the device cut, was the cut line complete? 8. Were the cut line and staple lines equal? 9. Was the device fired across a staple line? 10. Was there a patient consequence? If yes, how was the issue addressed?